Manufacturer narrative:
Event date: (B)(6). Date of report: 29oct2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the bottom left section of the touch panel had reacted poorly. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19nov2018. Date rec'd by MFR: 15nov2018. Philip's international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.